Event description:
The customer reported that while running all assays, summit sample handler did not aspirate in positions 5 and 6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.